Event description:
It was reported that the device was used during an unknown procedure, the shield did not cover the blade once in the abdomen. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.